Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the label on the video connector was peeled, bending section cover rubber had a scratch, adhesive on the bending section cover rubber had a chip, the video cable was dirty, the universal cord is dirty, the video connector was damaged, due to damage on the lock engagement lever the bending section could not be fixed firmly, and due to looseness of the insertion pipe, the connection between insertion pipe and control unit was not secured. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope connector labels are peeling off. There were no reports of patient harm associated with this event. The device was returned to olympus for a device evaluation and found the adhesive around objective lens is peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.